Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The end user hospital's reported complaint description of difficult removal along with rough catheter surface and discolored catheter could not be confirmed as no sample was returned. Without receiving product for evaluation we are unable to definitively determine a root cause fo this incident. Fibrin formation is a potential complication listed in the device directions for use. Patient anatomy and drugs used during treatment may have contributed to the reported issues. (B)(4)

Event description:
As reported by hospital regarding a smart port: "during port explant procedure, slight resistance to traction, minimal discoloring and minimal roughness to catheter surface." No device will be returned. No patient injury.